Event description:
It was reported that the patient suddenly developed heart block and t-wave oversensing (twos) began. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. It was also noted that the defibrillator conductor was distorted, had blood/body fluid (not obstructed), and was fractured due to overstress. The outer tubing overlay was melted, had cosmetic environmental stress cracking, and was breached cut. The outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage. The analyst noted that it cannot be determine at this time how the blood entered the svc and rv leg.